Event description:
It was reported to philips that the system displayed the message "stand movement partially available" and not motorized movements possible. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a vascular treatment procedure was performed when the incident happened. The procedure was completed by using another system. The philips field service engineer (fse) analyzed the system onsite and confirmed that stand movement partially available and not motorized movements possible. After reviewing the log file fse did not found any stand movement related malfunction. Fse cleaned stand ceiling rails and working area. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.